Event description:
Boston scientific received information that the patient implanted with this device system was presented after receiving shocks. The patient was reportedly in a ventricular tachycardia (vt) storm. The device treated appropriately and the patient was hospitalized. Another episode occurred and the health care provider (hcp) reported that noise on the right ventricular (rv) lead was being sensed. A message on the pacing recorder monitor (prm) was observed, noting to check the rv lead. Pacing impedance measurements were within acceptable limits, the r-wave measurement was 6.8mv, however, shock impedance measurements were unknown at the time. A lead revision procedure was performed and the rv pace/sense portion was surgically abandoned and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.